Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: all the devices switched on after installation, but during operation all devices switch off itself. - probable root cause: - damaged light cable - damaged scope - damaged coupler - damaged leds - main board malfunction - loose / misaligned jaw assembly - light engine/ light pipe malfunction or damaged - bent esst contact - inconsistent esst contact - front board malfunction - touch panel malfunction - power supply malfunction - thermal switch malfunction - ac inlet board malfunction - inadequate air flow - poor workmanship - inadequate calibration - use errors.

Event description:
It was reported that the device shut off during procedure causing loss of visualization. The procedure was completed successfully using a different tower.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device shut off during procedure causing loss of visualization. The procedure was completed successfully using a different tower.